Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up visit, the right ventricular (rv) lead exhibited undefined impedances on the high voltage and superior vena cava (svc) coils. The pocket was reopened, and the lead was reconnected to the device. A subsequent device check indicated that the impedances were now within normal limits. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.